Event description:
Device broke or disassembled during use. The surgeon reported that a trident screw broke at insertion, just below the screw-head. The surgeon reported that part of the screw that was already in the bone could not be removed.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted (B) (4). There is 1 event associated with this event type (device broke or disassembled during use) and product code (B) (4).